Event description:
In (B)(6) 2018, an amplatzer septal occluder embolized immediately after release from the delivery cable. The patient was sent to surgery for device explant and was later discharged from the hospital. The user reports the device chosen was too small and the patient had a floppy septum resulting in device embolization.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicates, " the device chosen was too small and the patient had a floppy septum resulting in device embolization."